Manufacturer narrative:
(B)(4) date sent: 8/30/2021 h11=corrected data=h2 h2: device evaluation: additional device evaluation under 10x microscope was performed, therefore a corrected device evaluation / investigation summary is being sent in the supplemental medwatch. H2: updated: investigation summary seal issue: the product was returned for evaluation. One sleeve (and two seals) were returned for analysis. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b12srt was returned with no apparent damage. Additional testing of seals was requested. Further analysis was conducted and upon inspection of sample under 10x microscope, the seal was observed to be torn. The remaining seal torn part was not returned for analysis. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: when the seal is closed, avoid sharp instrument contact, such as scissors, scalpel, needles, etc. With the elastomeric membranes, as a puncture or tearing may occur." Compatibility issue: in an attempt to replicate the reported incident, both seals were assembled onto the sleeve in order to verify issues related to compatibility and no issues were found. A test obturator was inserted inside of both seals without any insertion issues and no issues were noted related to an abnormal drag force. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached regarding what may have caused the reported incident of compatibility issue. The reported complaint could not be confirmed. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. All ees product is 100% inspected prior to release. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk . Attempts have been made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The product was not returned and based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. In addition, the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the trocar durable universal seal cap fell inside body during operation. Surgeon removed seal cap from inside body. It was also reported that it wasn¿t easy to remove the gauze from the instrument and the hole was bigger. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4) date sent: 7/28/2021 h2=corrected data=h2, d9, h10 h2: additional information received: received email from affiliate on (B)(6) 2021: in reviewing shipment on(B)(4), found that the wrong product had been originally sent for analysis on (B)(6)-2021. The correct complaint device is returning and it will be sent to analysis site asap. Please kindly discard the wrong product (first device received and analyzed) at your end and proceed investigation with the correct complaint device when it is received. The correct complaint device for (B)(4)has been shipped on (B)(6)-2021. This supplemental mw is being sent with analysis of correct device. D9: device available for evaluation? Yes d9: is device returned to manufacturer? Yes d9: date device returned to manufacturer: 7/23/2021 h10: (B)(4) date sent: 7/28/2021 d4: batch # u95c7n investigation summary: investigation summary the product was returned for evaluation. One sleeve and two seals were returned for analysis. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b12srt device was returned with no apparent damage. Both seals were assembled on the sleeve and no compatibility issues were found. A test obturator was inserted inside of both seals without any insertion issues. The event described could not be confirmed as the outer seal and the outer seal release lever were noted in good condition and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: for specimen removal during the procedure, with the exception of the 5mm trocar sleeve, the outer seal can be removed by pushing the outer seal release lever in a counterclockwise direction and lifting off the outer seal. After removal of the specimen, replace the outer seal on the trocar. Orient the reducer cap so it is aligned correctly with the top of the trocar. Position the seal latches over the corresponding holes in the top of the trocar and press down to snap cap in place. Note: the 5mm trocar sleeve does not contain a removable outer seal." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2021. Product was not returned. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a universal seal from top view and the seal appears to be torn. The second photo shows two universal seal from top view and a loose piece of seal what appears to be torn. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) date sent: 7/1/2021 d4: batch # u95c7n h6: component codes: others (g07) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b12srt device was returned with no apparent damage and with the seal attached to the device. The event described could not be confirmed as the outer seal and the outer seal release lever were noted to be in good condition and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: for specimen removal during the procedure, with the exception of the 5 mm trocar sleeve, the outer seal can be removed by pushing the outer seal release lever in a counterclockwise direction and lifting off the outer seal. After removal of the specimen, replace the outer seal on the trocar. Orient the reducer cap so it is aligned correctly with the top of the trocar. Position the seal latches over the corresponding holes in the top of the trocar and press down to snap cap in place. Note: the 5 mm trocar sleeve does not contain a removable outer seal." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.